Event description:
Philips received a complaint by the customer on the v60 indicating that the nav-ring is inoperative and does not allow parameter changes. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. The investigation is ongoing.

Manufacturer narrative:
H11 (corrected data): upon further review of this record, it was determined that it is a duplicate of an event previously reported under MFR report #2031642-2022-02873. Any additional information will be submitted under the initially reported MFR report #2031642-2022-02873.